Event description:
It was reported via repair work order that the caster were worn, which could result in reduced braking force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the caster were worn, which could result in reduced braking force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the brakes were difficult to engage/disengage due to a brake ring weldment that had been bent downward. There was reduced brake force due to missing brake retaining rings and broken caster brake pin tube guides.